Event description:
It was reported that upon interrogation of the device a por (power on reset) was noted. The por was cleared and the device remains in use. It was also reported that the atrial lead had high impedances. No intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076-52 implantable pacing lead implanted: (B)(6) 2006. (B)(4).